Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 305c25 tissue valve, implanted (B)(6) 2004; 5076-45 lead; 6937a-35 lead, implanted (B)(6)2007. (B)(4).

Manufacturer narrative:
The partial lead was returned in segments, analyzed, and the rv (right ventricular) defibrillation coil developed a fracture due to flexing while in vivo. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was observed with out of range high impedance on the superior vena cava (svc) and rv defib coils due to a possible fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.